Event description:
A report was received that the pt had a pocket revision due to pocket site discomfort. The implant was relocated and the pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.